Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. The product sample was received for analysis and investigation; it consisted of an incomplete kit of the palindrome product. These components were returned inside a generic plastic bag and did not show signs of use. Visual inspection of the sample was performed and the pull-apart sheath was evaluated in order to confirm the reported condition and it was observed that the rotating luer lock closes without any problem and was observed that when excessive force is applied, at the moment to close the rotating luer lock, it tends to not close well. The others components did not show any issues. The manufacturing process was reviewed to determine potential points of damage to the sheath. The result was that the operations that are applied to the components are light and the handling of the pieces is manually done. Therefore, there are no elements encountered during the manufacturing process that could originate the condition reported. Per process, units are 100% verified for visual issues on the sheath such as kinks or cuts. Based on previous information the most probable root cause for this issue is customer perception. During visual inspection it was found that the pull-apart sheath did not present any defective condition, the customer would apply an excessive force or an incorrect technique that could cause the reported issue. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, the visual process for packaging and insertion trays and setting of components would identify this issue in the package process. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/28/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The cutomer states that the sheath lock does not lock well. There was no patient involved. This was noticed prior to use.